Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. Programming changes were performed, but the issue was not resolved. The patient condition was stable.